Event description:
Reported by the pt as: "I had a verifiable slippage which caused ill health trips to the ER. .as they got into the surgery (removal of the band) they discovered most of my problems were a very large hiatal hernia besides the slippage...". Follow-up with rptr in progress.

Manufacturer narrative:
Taper unknown. The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the rptr regarding the serial number and the implant date has been requested. Band slippage and hernia are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias."